Event description:
It was reported that the ventilator was resetting while on a test bench. The ventilator had a fully charged battery at the time of occurrence. After the ventilator was powered down, he was able to run the ventilator for approximately 45 minutes on internal battery without issue.

Manufacturer narrative:
Na